Manufacturer narrative:
Submit date 1/16/08. An investigation is currently underway. Upon completion of the investigation, the results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall on december 12, 2007, that a customer had a problem with our dialysis catheter. The customer stated that the sapphire dialysis catheter stopped flowing and when it was pulled, it was noticed that the silver portion had become swollen. Catheter was placed in 2007, was pulled the next month.